Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
The patient was going to have a lead revision and ins replacement. The device may have overdischarged but it was not confirmed. Additional information has been requested.